Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the bending section of the subject device was broken. The procedure was completed with the subject device. There was no report of patient injury associated with the event. The subject device was returned to olympus europa (B)(4) evaluated the subject device and confirmed that there were air leaks from the bending section rubber and the instrument channel of the subject device. In addition, it was confirmed that the bending section of the subject device was broken.